Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000162, bi71000175, bi71000163. A manufacturer representative went to the site to test the equipment. It was reported that the charger board is blocked because a low voltage level. The battery and charger board were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that low battery message was displayed on the screen. There was also red led light on the battery indicator. There was no patient present at the time of the event.

Manufacturer narrative:
Product ID bi71000175 rev. 1 : s/n (B)(6) product ID bi71000163 rev. 3 : s/n(B)(6) h3: the enclosure charger was returned to the manufacturer for analysis. Functional testing determined that confirmed reported complaint."low battery message in the screen. Red led on the battery indicator." Charger enclosure was dirty and fans covered with matted. It was cleaned and installed in o-arm system c1416. The system did not initialized. Motion, generator and communication was ready. Software mismatch firmware version incorrect windows warning. Ias firmware installer confirm charger cards, 1,2,3,4,5,6,7,8,9,10,11,12,13,14,15,16, and charger backplane firmware was outdated. An attempt ro upgrade failed . Charger cards 1,2,4,5,6,8,10,11,12,13,14,15,16 and charger backplane failed. Charger cards 3,7,9 and 16 passed codes associated with the charger: fdr 104, fdc 4307 h3: the battery was returned to the manufacturer for analysis. Functional testing determined that confirmed reported complaint."low battery message on the screen. Red led on the battery indicator." Battery tray assembly 4pk failed bench test. Tray 7 failed voltage test. One out of 4 batteries failed. Measured 11.97vdc below spec. Codes associated with the battery: fdr 120, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID bi71000162 lot# rev.3 h3: the battery tray was returned to the manufacturer for analysis. The battery tray was analyzed and no failure was found with this part. Codes associated with the battery: fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.